Event description:
Pt was revised to address poly wear and osteolysis.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 19 years ago. The product was not returned for examination. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine; however, polyethylene wear for a device implanted for approx 19 years should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.